Event description:
It was reported that during a thrombectomy procedure to recanalize the occluded right middle cerebral artery an intracranial bleed occurred. Post procedure the patient became unconscious and the physician performed surgical decompression and a neurothrombectomy in response to the patient¿s symptoms. The physician stated that the retriever or the microcatheter (subject device) may have caused the subarachnoid hemorrhage, or perhaps removal of the thrombus contributed to the hemorrhagic infarction after the procedure. No additional information is available.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during a thrombectomy procedure to recanalize the occluded right middle cerebral artery an intracranial bleed occurred. Post procedure the patient became unconscious and the physician performed surgical decompression and a neurothrombectomy in response to the patient¿s symptoms. The physician stated that the retriever or the microcatheter (subject device) may have caused the subarachnoid hemorrhage, or perhaps removal of the thrombus contributed to the hemorrhagic infarction after the procedure. No additional information is available.

Manufacturer narrative:
The subject device is not available for analysis; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke and hemorrhage are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.